Event description:
The plaintiff's attorney alleged that the decedent experienced asudden cardiac event, on or about (B)(6) 2004, which caused the decedent to expire after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.